Manufacturer narrative:
This report is for unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: jiménez-martín, antonio, santos-yubero, francisco javier, madrigal-cortés, laura, pérez-hidalgoa, santiago (2013), "poor progression after proximal humerus fracture." Reumatolia clinica 2013; 9 (3), pages 193¿194 (spain). The objective of the study was to report a case of osteomyelitis, after osteosynthesis and review current treatments. A (B)(6) male patient presenting a proximal humeral fracture was studied. The patient was implanted with a synthes philos plate. The patient was diagnosed with proximal humeral osteomyelitis with stage IV b cierny¿mader,4 due to coagulase-negative staphylococcus, months after rehabilitation. The progression of the disease and treatments were then reviewed. The patient presented with fever and wound seroma at 2 months and 22 days after surgery, requiring 2 surgical debridements. The material was removed and a spacer was cemented with gentamicin. Clindamycin was postsurgically started (intravenous (IV)). The patient was under treatment with antibiotics po: levofloxacin 500 mg 1/24 h vo rifampin 600 mg and 1/24 h po for the first 3 months following surgery. Six months after intervention the infection was controlled, with an arc of 100 (flexion/active abduction). The patient refused to undergo withdrawal of the spacer. One year after surgery, the infection remained controlled, with a similar arc. This report is for unknown screws. This is report 2 of 2 for (B)(4).